Event description:
The pt reported intermittent stimulation and uncomfortable stimulation. The pt also reported communication and charging difficulties between the implant and the external equipment. An advanced bionics rep performed device eval. The problem was confirmed. The pt will be implanted with a new advanced bionics spinal cord stimulator.